Manufacturer narrative:
Evaluation summary : there was a kink on the hypotube distal to the strain relief. The stent was not positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 1st, 2nd and 3rd distal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. The 0.015-inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous and mildly calcified lesion located in the mid circumflex artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used duringdelivery. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. Device analysis identified stent deformation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.